Manufacturer narrative:
There was no ink stains found on the screen. There were neither missing segments nor a partial display. The unit passed the self-test and the displacement test. The unit had no cosmetic damage. (B)(4).

Event description:
The customer called in to report a partial display and an ink spot on the display. The customer's blood glucose level was 144 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.